Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check the cs300 intra-aortic balloon pump (iabp) the unit was not providing the ECG the problem is suspected with front end pcb which will be arranged soon for testing.there was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10 a getinge field service engineer (fse) was dispatched to investigate the issue. The fse suspected the problem to be with the front end pcb. So, in order to fix the issue, the fse replaced the front end pcb. Then, the fse stated that the unit was working fine and was able to be released for regular use.

Event description:
N/a